Event description:
The customer reported that the discharge button was not sensitive which could indicate a failure to discharge via paddles.

Manufacturer narrative:
The customer reported that the discharge button was not sensitive which could indicate a failure to discharge via paddles. The customer localized the issue as a failed paddle set which was replaced.